Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -15.00/+1.5/035 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise and blurred vision. The lens was replaced with another same model/length lens and the problem was resolved. The eye is quiet and patient happy. The cause of the event was unknown. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Age or dob: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Event date: unk. Expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens, into the patients right eye (od). The surgeon is planning an explant and exchange of the lens. The lens remains implanted. Additional information has been requested but none has been forthcoming.